Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes additive is abnormal and is too yellow. The following information was provided by the initial reporter. The customer stated: "material no. 367863 batch no. 1350345 it was reported that addictive is abnormal and is too yellow. Customer reports additive too yellow for cat 367863 lot 1350345.¿

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes additive is abnormal and is too yellow. The following information was provided by the initial reporter. The customer stated: "material no. 367863 batch no. 1350345 it was reported that addictive is abnormal and is too yellow. Customer reports additive too yellow for cat 367863 lot 1350345.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?: yes d.9. Returned to manufacturer on: 25-apr-2022 h.6. Investigation: bd received 100 samples and 4 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and the customer's indicated failure mode of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements bd determined that the root cause of the indicated failure mode was attributed to a misalignment issue during the manufacturing process.